Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, g3, g6, h2, h6 proposed component code: mechanical (g04)- stem, h11. No product was returned or pictures provided of the stem; visual and dimensional evaluations could not be performed. Pictures were provided of the fractured ceramic head, which is covered under the linked complaint. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. Findings were not provided related to the disassociation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 650-1157 item name: delta cer fem hd 28/+3mm t1 lot # 3205104. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure as the head was not on the stem visibly in the post op x-ray. During the revision, the head was found fractured. There is no additional information available at the time of this report.